Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump kept failing the downstream occlusion test at 23.5psi (pounds per square inch), 25psi during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , the device was able to properly detect an downstream occlusion alarm. Device sent to the flow line for a downstream occlusion test and was passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.